Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report number 2916596-2018-00842. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the submitted controller and lvad log files appeared to show the system operating as intended. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with erythema, pain with increased drainage and blood on their driveline site due to driveline trauma. The patient was started on oral cephalexin 500mg taken three times a day. On (B)(6) 2018, the patient was seen by the infectious disease and reported probable early driveline infection and culture negative due to the patient being on antibiotic therapy for the past 48 hours. There was a reported change in drainage to purulent with mild leukocytosis. The patient¿s c - reactive protein test (crp) and erythrocyte sedimentation rate (esr) were elevated therefore the patient had driveline site revision, irrigation, and debridement of wound performed on (B)(6) 2018. No additional information provided. Additional information: on (B)(6) 2018, the patient was seen in clinic with purulent drainage from the driveline with mild erythema. A CT scan and culture were obtained and cephalexin was continued. The event reportedly resolved on (B)(6) 2018 when driveline cultures came back negative.